Event description:
It was reported that patient underwent total hip arthroplasty in 1999. During medical evaluation in 2007, radiographs confirmed modular calcar prosthesis had fractured. No revision procedure has been scheduled to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed on february 7, 2008. Corrective action initiated to address late submission.